Event description:
It was reported that a pt with a history of mental illness fell off the imaging table during a scheduled procedure. During the approx 20-min procedure, the pt laying in a supine position was secured by a single restraining strap with velcro fastening material around the torso while the left arm was raised over the left shoulder for imaging purpose. The technician then left the room during which the pt had squirmed from out of the strap. The pt fell as a result. As a result of the fall, the pt rec'd a right intertrochanteric hip fracture and contusion to the right periorbital surface of the face. To repair the fracture, a surgical pin was installed via an open reduction and internal fixation surgical procedure.

Manufacturer narrative:
There was no evidence of system malfunction. Furthermore, the system is no longer under ge service contract. The customer contact indicated that pt fell as a result of her squirming out of the strap. There were was no failure of the strap. Additionally, it was reported that the strap was purchased by the customer from another vendor, as the original strap was torn off. According to the customer site contact, the technician left the room during the scan. The system acquisition guide instructs the users to be present during all scans.